Event description:
An anesthesist reported that the vitrectomy probe did not work during a cataract surgery. The surgery was still completed successfully without any anterior vitrectomy. The probe did not come into contact with the pt. The pt impact was unk. Add'l info was received from the surgeon reported that there was no hole in the capsular bag, the vitrectomy probe was only prepared as a precaution and it was not needed in the end. There was no pt impact. The suspected probe was discarded. Add'l info has been requested, but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested, but not received to date: (B)(4).